Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the patient luer adapter was separated from the silicone tubing/bushing. The reported condition was verified. The cause for the leak-at the patient connector is due to the separation of the patient luer adapter from the silicone tubing/bushing, however the cause for the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap transfer set was disconnected from the adapter and leaked. It was further reported that "the transparent part of the twist connector to the titanium became detached". This occurred during use of peritoneal dialysis therapy. The transfer set was replaced, however there was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.